Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced a hypoglycemic event and did not remember what the readings were on her cgm. The initial reason for the call was to request a replacement charging cable for the one misplaced while she was inpatient. The hypoglycemic episode occurred 3 days after the sensor had been inserted in the abdomen. The patient was unresponsive and cold. The behavior of the cgm display device was not described. The sister called an ambulance and the blood glucose reading was 42 and 32 mg/dl. The patient was treated with carbohydrates and hospitalized for 2 days. The patient reportedly did not remember any specifics from her time in the hospital nor did she remember the readings of her cgm. Attempts by clinical ca to contact the patient by phone for more details about the event and allegation against dexcom on (B)(6)2024 were unsuccessful. No product or data was provided for investigation. The allegation was undetermined. No additional patient or event information is available.